Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported problems with nbp measurement. During operation, the monitor showing ECG signals froze. There was no reported patient impact / injury.